Event description:
The ge oec 9600 fluoroscopy system had intermittent boot-up issues. There were occasions where the 9600 would not boot at all, or would partially boot (system hang up). This malfunction had been reported by the customer as occurring occasionally over a 3 week period.

Manufacturer narrative:
A ge oec service representative investigated and found that the input a/c power to the power isolation transformer was strapped incorrectly to the fluctuating facility power. The transformer was re- strapped to accommodate lower voltages and the system then functioned as intended and was returned to the customer for use. As reported by the facility, all issues concerning this malfunction occurred prior to any patient contact and therefore, no patient involvement is noted.